Event description:
It was reported that during a breast procedure, the clips were coming out sideways. They would not clear when going to the next clip. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.